Manufacturer narrative:
Device is a combination product. Device evaluated by MFR.: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as MDR ID: 2134265-2015-09295. (B)(4) clinical study it was reported that angina and in-stent restenosis (isr) occurred. In (B)(6) 2012, the patient presented due to unstable angina and was referred for cardiac catheterization which revealed two target lesions. Subsequently, index procedure was performed. The first target lesion was located in the mid right coronary artery (rca) with 75% in-stent restenosis and was 14 mm long with a reference vessel diameter of 2.25 mm. The lesion was treated with direct stent placement using a 2.25x16mm promus element plus stent resulting to 0% residual stenosis. The second target lesion was located in the proximal rca with 95% in-stent restenosis and was 12 mm long with a reference vessel diameter of 2.5 mm. The lesion was treated with pre-dilatation and placement of a 2.50x16 mm promus element plus stent, resulting to 0% residual stenosis. On the following day, the patient was discharged on aspirin and clopidogrel. In (B)(6) 2015, the patient presented with complaints of chest pain and hypertension associated with nausea, shortness of breath and weakness. The patient provided a history of elevated blood pressure of 180s since the previous week and stated that chest pressure, shortness of breath, lightheadedness and nausea developed when blood pressure was elevated. The patient was hospitalized on the same day and was referred for cardiac catheterization which revealed severe multivessel coronary artery disease with hemodynamically significant obstructive disease involving left main coronary artery (lmca), proximal left anterior descending (lad) artery, proximal left circumflex (lcx) and rca, thus the patient was referred for bypass surgery. Five days post-admission, the patient underwent coronary artery bypass graft (CABG) x4 with reverse saphenous vein graft (svg) to right posterior descending artery (r-pda), reverse svg to 1st obtuse marginal (om), reverse svg to ramus and left internal mammary artery (lima) to lad artery. Four days post CABG procedure, the event was considered as resolved and the patient was discharged on aspirin.